Event description:
It was reported that "repeated coagulation problems" were observed with three (3) evodial dialyzers during hemodialysis therapy. One patient was involved and the events occurred on three (3) separate days during treatment. The extracorporeal blood was not returned to the patient in each incident. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: 19-march-2026, 21-march-2026 and 24-march-2026. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.